Manufacturer narrative:
Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during follow up, deterioration of the stent graft material was observed and the patient had a rupture of the right limb and was bleeding. A valiant thoracic stent graft was used in the patient as an iliac limb. The cause of the event is unknown. No additional clinical sequelae were reported and the patient status is unknown.